Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the pouch of a minicap prep kit. The particulate matter was described as grayish in color and 2mm x 3mm in size. This was observed before use; the pouch was not opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was verified based on the visual inspection. The loose particulate matter which was approximately 2mm x 3mm was found inside the over pouch. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.